Event description:
The following was reported to davol by the pt's attorney: ni/ni/ni -- the pt underwent a hernia repair surgical procedure, a davol hernia repair product was implanted in the pt. Attorney alleges permanent injury, pain, defective mesh.

Manufacturer narrative:
Addendum to the initial report. This supplemental is being sent to provide additional information as well as updated device information. The medical records provided indicate the patient experienced infection, adhesions, alleged ring break, folded mesh and abscess. Adhesions are listed as a known possible adverse reaction in the instructions-for-use. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ while the medical records indicate that the composix kugel mesh as the main factor to the patient's infection, the clinical course between the original implant of the composix kugel and the explant of the mesh ten years later is unknown. Therefore it is unknown if in between that time the patient underwent additional procedures or implants. It was also reported that the ring of the composix kugel mesh was broken. The device has not been returned for evaluation therefore the report of ring a break could not be confirmed or the reason for the ring break determined. The subject product is part of the composix kugel recall. Updated: age/date of birth, outcomes attributed to adverse events, date of event, report date, describe event or problem, other relevant history, brand name, model #/lot #, implant date, explant date, check one: user facility or importer, event problem codes, MFR site, report source, date received by MFR, type of reports, if follow-up, what type?, device manufacture date, evaluation codes, if remedial action initiated, correction/removal number, additional MFR narrative.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2002 - the patient underwent repair of an abdominal hernia with implant of a davol composix kugel hernia patch. No operative report provided for this procedure. On (B)(6) 2012 - the patient was diagnosed with abdominal wall abscess, "probably" involving the previously placed mesh (ck). The patient underwent abdominal wall exploration with removal of infected mesh and drainage of mesh abscess, open abdomen closure with open abdominal wound vac system. The operative dictation notes the composix kugel patch was "the source of infection with an abscess pocket between the layer of the polypropylene and eptfe aspects of the mesh." Operative dictation also noted that the mesh was "folded" on itself and densely adhered to some of the bowel along the edges of the abscess. Operative dictation further identifies the mesh as "the mesh proved to be a piece of composix kugel mesh and the ring did appear to have been spontaneously broken on the inferior right aspect with the rod of plastic outside of the mesh and extending down into these, what appeared to be omental tissues in the low midline just to the right of the midline." A wound vac was placed due to an enterotomy which occurred during the dissection of the mesh from the bowel in which there was a small spillage in the abdomen.

Manufacturer narrative:
Addendum to the initial report. This supplemental emdr is being sent to correct the manufacture date and the expiration date for the composix kugel hernia patch. Updated: report date, date received by MFR, type of reports, if follow-up, what type?, additional MFR narrative.. Corrected: model #/lot #, device manufacture date. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. We have contacted the initial reporter to request additional info and if available, to request return of the device for eval. A mfg review is not possible at this time as product identifiers have not been provided. This MDR includes all pt, event and device info davol has received to date. With the currently available info, no conclusion can be drawn. If additional event and/or eval info is obtained, a f/u MDR will be submitted.